Manufacturer narrative:
The pusher, implant, and microcatheter were returned for analysis. The pusher was returned inside the microcatheter. The microcatheter was undamaged. A kink was observed on the hypotube just proximal of the warning mark. The pusher was retracted from the microcatheter, and little friction was observed. Upon removal it was observed that only the hypotube was removed and was broken at the body coil transition. The pusher was placed back into the microcatheter and advancement was attempted, but high friction was observed and the body coil and implant could not be advanced out. An x-ray of the implant showed it was stuck near the distal portion and contained stretched coils at the middle. The implant was observed to be detached from the distal of the body coil. Based upon the investigation analysis and available information, the reported complaint is confirmed. The body coil and implant were observed to be stuck inside the microcatheter. The detachment of the body coil and hypotube are indicative of over specification tensile forces being placed on the device. The root cause of the resistance in the microcatheter could not be determined.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer. The investigation is underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during placement of an embolization coil, the coil detached inside the microcatheter. The coil was removed in its entirety along with the microcatheter. There was no reported patient injury or intervention. The patient was reported to be normal.